Manufacturer narrative:
Philips has investigated this problem. According to the additional information collected, the device was outside clinical use. Philips field service engineer (fse) inspected the system onsite and confirmed that that system could not be restarted. Upon troubleshooting, fse found the issue with ippc (image processing pc). To resolve this issue, fse reloaded the system software of the host pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system stopped in the middle of a study and could not be restarted. No harm was reported to philips. Philips has started an investigation into this complaint.